Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 15 plus / 2.9.1 / ios_18.6.2.

Event description:
It was reported that "screen is scuffed, which makes it harder to see in the sun". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.